Event description:
It was reported that the user experienced elevated glucose readings on the cgm and was unable to obtain an accurate manual blood glucose measurement while using the ilet with a cd infusion set; the event was associated with high glucose and low remaining insulin, and the user performed a full supply change and resumed insulin therapy. Symptoms included hyperglycemia with a blood glucose level of 400 mg/dl. Outcomes included temporary interruption of therapy activities and a need for troubleshooting. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed an undetermined cause. It was concluded that the event was related to hyperglycemia with cause unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.